Manufacturer narrative:
(B)(4). The device or applicable imaging studies were not returned to the manufacturer for evaluation.

Event description:
It was reported in the patient's medical records that the patient underwent a c3-c7 revision of a previous cervical fusion at c4-5-6 for acdf, instrumentation and grafting with cervical plate and cornerstone cortical cancellous allograft bone, as well as two-level osteotomy of old fibrous non-unions and realignment of kyphosis. Several days post-op the patient reported a new onset of progressive symptoms of pain and weakness of the left shoulder. Patient also reported spasms in the left hand. A second anterior cervical surgery was done one week post op. Pre-operative oblique x-ray showed possible impingement of the left c3 screw tip into the left foramen. The left c3 screw was removed during the procedure, but not replaced. The surgeon states that this should relieve the patient symptoms. Post-op the patient reportedly did well.